Event description:
It was reported that during the implant procedure, there was no bipolar signal from the right ventricular (rv) lead when attempting to measure but the unipolar sensing was intact. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #(B)(4). The full lead was returned, analyzed and no anomalies were found. (B)(4).